Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 allegedly due to elevated iron levels. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is being submitted one day late due to esg downtime on (B)(6) 2014.